Event description:
It was reported, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. The results of the investigation are inconclusive as the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.